Event description:
The customer reported to olympus, the evis exera iii video system center had an e311 white balance incomplete error message and the image was very dark. Further investigation indicated that no image was displayed. The scope, video cable and light source cable that were connected to the subjet device at the time of the malfunction were working as intended when connected to a different system. The issue was found during preparation for use for an unknown procedure and the intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The customer informed the olympus technical assistance center that they received an e311 white balance incomplete error - the lamp life counter was at 100 hours. The customer stated that even though the lamp was turned on, the image on the monitor appeared dark. They checked the maj-1941 light source cable and confirmed it was properly seated. The customer was instructed to hold down the white balance button for 5 seconds while pointing the distal end of the scope at a white piece of cardboard. The customer received a e931 error code and another e311 error code and called back for additional assistance. The customer was advised that gif-1t140 scope does not support the narrow band imaging (nbi) function and therefore the nbi indicator is not lit up. Since there was no image displayed, the system will not be able to white balance. There was light coming out of the distal end and the customer was advised to send the evis exera iii video system center in for repair. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The image was very dark due to a faulty circuit board. Additional findings include the following: worn out video connector latch causing poor connection with the video cables, the net spacer was damaged, and an old software version 3.01 was recommended to be updated to version 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the dark image occurred due to a faulty patient board set. It¿s probable the patient board set was faulty because it was manufactured before the circuit design of the operational amplifier of the printed circuit board (dr board) was changed. Additionally, it was also probable that the dark image was due to a failed connection with the video connector. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.